Manufacturer narrative:
H10 g - (B)(6).

Event description:
Philips received a complaint on the v200 ventilator indicating that the device shutdown unexpectedly. The customer nurse immediately disconnected the v200 and administered a breathing balloon for assisted breathing. The patient's oxygen was reported to remain in the range of 94%-96%. It was attempted to restart the v200, but the restart failed. The ventilator was immediately replaced. There was no patient or user harm reported. In a good faith effort (gfe) response received from the authorized service provider (asp), it was stated that the asps contact no longer works at the customer site and that it was not possible to investigate the device issue further. It is unknown if the customer resolved the device issue, returned the device to full functionality, or returned the device to clinical use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened and a supplemental report will be submitted.